Event description:
Subsequent to the initial MDR, a correction was updated on (B)(6) 2024.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pediatric patient experienced a hyperglycemic event. The wearable was inserted into the arm on (B)(6) 2024 . On (B)(6) 2024 , the sensor reportedly fell off. The patient's parent noticed the patient was hyperglycemic and dehydrated. Because the sensor fell off, they could not check the patient's cgm readings. At 11:00pm, the patient's parent took the patient to the hospital. At the hospital, the patient's bg was reportedly over 600 mg/dl and the patient was treated with 7 units of novolog insulin and IV dextrose. The patient was in the hospital until 3:00pm on (B)(6) 2024 . At the time of the report, the patient was doing fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.